Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. This author recommended further research on infant health. A review of the evidence did not find that offspring of women with implants were at an increased risk for esophageal disorders, rheumatic diseases, or congenital malformation.

Event description:
Patient reported having stopped breastfeeding due to ¿not enough milk production¿ and ¿baby has serious medical problems or a congenital abnormality¿ further specified as "a chronic disease such as cancer, an autoimmune disorder, or a neurological disease." Baby was born on (B)(6). This medwatch is for the left side. See MFR # 9617229-2018-00660 for the right side report. Device remains implanted.